Event description:
It was reported that during a scheduled vena cava filter retrieval a detached limb was discovered. The filter was removed successfully and the detached limb was left embedded in the ivc wall. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.